Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts towards its distal end were stretched and misaligned. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no kinks or damages. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-aug-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 95% stenosed, 30mm x 2.5mm, eccentric, de novo target lesion containing 45 degrees bend was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damaged.